Event description:
Complainant alleged that medics responded to a call for a pt suffering from "sids". The medics attempted to attach pediatric electrode pads to the pt; however, the apex electrode failed to adhere. The device detected a fine ventricular fibrillation heart rhythm, the pt was then reportedly transported to a hospital. Upon arrival to the hospital, the hospital's device detected an asystole rhythm. Complainant indicated that the electrodes were subsequently discarded.